Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 143mg/dl. Troubleshooting was performed and the drive support cap appears to be normal. The customer stated that she dropped the device and there are cracks on the reservoir compartment. Advised the caller to discontinue the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test, and the device alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test. The unit was received with cracked reservoir tube and cracked reservoir window.